Manufacturer narrative:
The device was received fully deployed. When downloading data, the device could not pair with the master pdm due to the corrosion within the device. The pcb was removed from the device and cleaned with alcohol. The pcb was connected to an external power supply, and the pcb paired with the master pdm. No alarms were observed in the data. Timeouts and a drive stall were observed in the data. The high pulse width and drive stall would prevent the device from deploying, but because the device was received deployed and was deactivated after completing second prime, this cannot be conclusively determined as the cause of the reported event. The rear anchor's spring was observed being compressed. This could result in poor activation of the drive system which could result in the observed drive stall. However, this cannot be confirmed as the anchor could have been damaged from the post use damage. The device was also unable to be rerun due to the pcb having been removed. The fluid reservoir was observed to be damaged. The damage to the fluid reservoir can be attributed to the customer's statement of throwing the pod on the ground, indicating post use damage. This can be confirmed as the cause of the corrosion within the device. The top housing was observed to be damaged, and this can also be attributed to the post use damage.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for less than one hour.